Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, a "backup battery failure" occurred. The internal battery was replaced, which resolved the reported issue. Pt was manually ventilated and transferred to another ventilator. No adverse effects or harm to the pt reported.